Event description:
Post deployment, the proximal end of the stent did not open up fully. Only opened about 50%. Rep explained the "strings" look tangled. The stent was clipped to the esophagus with hemostasis clip. An additional device placement was required.

Manufacturer narrative:
There were no evo-20-25-10-e products of lot number c760901 in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation, therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. Prior to distribution, all evo-20-25-10-e, evolution esophageal stent systems are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-20-25-10-e products of lot number c760901 revealed no discrepancies that could have caused the complaint issue. The instructions for use that is supplied with this product, ifu0061-4, warns that the "stent is not intended to be removed and is considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa". In this incident, the stent was clipped to the esophagus with hemostasis clip. No corrective action warranted at this time. The 2 year complaint history has been reviewed and the likelihood of this occurrence is rare. No corrective action is warranted at this time. The two year history has been reviewed for this product family and the complaints rate is low for this complaint issue. However, complaints of this nature will continue to be monitored for potential emerging trends.